Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. The venogram acquired after placement demonstrated the celect-pt filter with insignificant tilt, relative to the center line of the ivc. Several secondary legs do appear clustered toward the right aspect of the ivc, which may account for the slight rightward tilt that is present. After filter retrieval approx. One month later it was noted that several of the secondary legs appeared entangled with a primary filter leg. In addition, there was a moderate amount of fibrous tissue associated with the secondary legs, preventing them from disengaging from the primary filter leg. It was felt that this constraint is what caused the mild rightward tilt described on the initial deployment. The filter was part of the uniset, indicating for the filter to be deployed via a jugular route, the deploying physician was tasked with capturing and loading the filter into the jugular introducer. This maneuver could potentially introduce an abnormal interaction between the primary and secondary legs. If the filter was inadvertently twisted during its retraction into the sheath, or potentially during its deployment, the primary and secondary filter legs may become entangled with one another. It is not likely that this interaction existed prior to retraction of the filter into the deployment sheath, as the operator would have likely noticed the asymmetric distribution of secondary legs during the loading process. There may have been a slight reduction in efficacy of the filter and prevention of pulmonary embolism due to the clustering of these secondary filter legs, to what extent, is uncertain. Fortunately, there were no reported adverse events such as a pulmonary embolus. It is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. It is noted that patient did not experience any adverse effects. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog # igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the hospital retrieved a cook ivc filter that was inserted on the (B)(6). When it was deployed, it tilted when released, and at the time the physician was unable to explain why. Upon retrieval (without too much difficulty) it was noticed that 2 of the centering arms were not released from the anchoring leg. Retrospectively looking at the post deployment dsa run from the (B)(6) 2017 it can be see that the side that the filter tilted towards was the side that the arms didn't open up properly. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.